Manufacturer narrative:
A trumpf medical service technician was dispatched to inspect the operating table. The inspection found that the table had a worn out power cord and connector causing the table to lose power. The power cord, connector and 2 fuses were replaced, and the table is functioning as designed. Based on this information, no further action is required.

Event description:
The customer reported that the table stopped working during a surgery. No injury was reported.